Event description:
It was reported that both drive fans show the error message "drive fan 1/2 defective". The failure occurred during daily routine check. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
It was reported that both drive fans show the error message "drive fan 1/2 defective". The failure occurred during daily routine check. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-03. No part was replaced the fan cable was reconnected. This solved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis the error messages "drive fan one/two defective" occurred multiple times on different days. The root cause was determined by the fst as the drive fan cable had slightly come off. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. The review of the non-conformities has been performed on 2022-10-28 for the period of (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-16. Based on the results the reported failure "error message drive fan one/two defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.